Event description:
The patient underwent the surgery with t2 tibial nail. After the operation, infection was seen. This case was acquired from the journal of japanese society for fracture repair.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.